Event description:
Patient presented to the physician with an infection at the incision sites. A wound culture was obtained, and the results returned positive for e. Coli bacteria. Physician prescribed antibiotics. At a patient follow-up, improvement was noted.